Event description:
Reporter stated, a comparative test of hi (greater than 600 mg/dl) was performed back to back with a result of 142 mg/dl within 10 minutes on the advantage system. Reporter indicated, the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. A request was made for the return of the suspect device and replacement product was sent. The reporter stated, the customer no longer has the alleged product and so it will not be returned for evaluation.